Event description:
Caller reported a malfunction on the pump, displaying malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. Caller was informed by technical support that the pump would be replaced, and they would receive a pump with updated software. Caller was advised on necessary actions regarding the g7 sensor and storage mode of the pump. Instructions were also provided for returning the malfunctioning pump.